Event description:
The site reported a performance-related complaint, indicating "the upgrade from lantis to mosaiq has made the workflow even more complicated." The complaint states "mosaiq sends new plan uid to rtt 4.2 each time changes are made in mosaiq. This means that the customer has to check their workflow edits and imaging options each time before they start the treatment." The customer (health care professional) is very unhappy as they find this upgrade from lantis to mosaiq has made the workflow even more complicated, and therefore, has raised this complaint.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There was no mistreatment or injury reported. If workflow edits performed on rt therapist get lost without being noticed, it may potentially happen that a manually planned pause is not applied and subsequently pts might be mistreated or injured by moving parts. Probability: c (remote). If the workflow edits are lost, in rare situations the therapist may not notice. There are several emergency stop buttons installed to prevent injury to the pt by moving parts. There is a pt and treatment delivery should be carefully monitored during auto sequencing. Final root cause and subsequent corrective action determinations are pending the outcome of further investigations with the third-party software provider. We became aware of this report (B)(6) 2011, and re-opened the original complaint file for review on 12/12/2011. This report is being mailed on 12/22/2011.